Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A stapler log review revealed the following: the logs show a sureform 30 curved-tip stapler instrument (part#: 488530-12, lot#: u80231026-0179) was installed on the system 12 times and fired 12 sureform 30 reloads (11 blue, followed by 1 white). On install 1, the system failed to detect the reload color, and the user manually selected the blue reload via the surgeon side console (ssc) touchpad. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed, and not used in the procedure again. There were no stapler related errors pertaining to the use of this instrument in the logs. A review of an image provided by the customer was performed by an intuitive surgical, inc. (Isi) cde. Per the cde, the low quality of the image provided limits the ability to assess if any stapler failures occurred and it does not appear that there is excessive bleeding in the surgical area. According to the cde, it is recommended in our instructions for use (IFU) to not cross over existing staple lines.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the staple line bled when a white sureform 30 reload was fired with a sureform 30 curved-tip stapler instrument on the posterior ascending branch of the right upper lobe artery. The firing sequence completed without any errors or complications. When the jaws of the stapler instrument were opened and removed from the staple line, the middle of the completed staple line bled. Approximately 3-4cc of blood loss occurred. A sponge was used to hold compression to the staple line for five minutes, which stopped the bleeding. The staple line was fully intact with fully formed staples. The procedure was completed robotically without any issues or complications. The patient is recovering well.